Event description:
Additional information received reported the cause of the event according to the patient¿s health care provider was ¿unknown ¿ doubt pump problem.¿ further information was not provided.

Event description:
It was reported that the patient had the pump implanted and after the second refill the pump went 'kaplooey.' The patient reported to have gone to the hospital,the pump was checked and it was stated that nothing was wrong with the pump. The patient was transferred to another physician for 'other medicines he could mix up' and when the patient 'got over there' the pump was reported to be 'bad.' As a result it was reported to have been explanted and replaced. This device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).